Manufacturer narrative:
(B)(4)

Event description:
It was reported that coil protrusion from the tip of the catheter during removal. The target lesion was located in the internal iliac artery. A 20mmx40cm interlock¿-35 was selected for use together with a non bsc 5f catheter. The coil and pusher wire arms were interlocked in the introducer sheath before it was used, the rotating hemostatic valve was also correctly used. The delivery wire was not rotated more than one turn during delivery of the coil, and continuous flush was performed. During the procedure, the coil was deployed nearly 2cm; however the physician felt the position of the deployment was inappropriate and tried to adjust the position. However, when the coil was withdrawn, resistance was observed. Continuous flush was done and the coil was able to be withdrawn into the sheath. The coil was removed with the catheter together. Upon removal, about 2cm of coil protrusion from the tip of the catheter was noted. The procedure was completed with another of the same device. No patient complications and patient's status was stable.

Manufacturer narrative:
A non bsc catheter, a delivery wire and a coil were returned for analysis. Visual inspection was done. The distal end of the coil was protruding from the tip of the introducer sheath. Residues of blood were noted in coil and introducer sheath. The interlocking arm was found detached from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. The coil and delivery wire were advanced with friction from the introducer sheath caused by the dried blood observed. The zap tip of the delivery wire and the main coil has a smooth surface. The interlocking arm of the delivery wire was inspected and no anomalies were noted. The interlocking arm of the main coil was found detached from the rest of the coil. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath¿ catheter or angiodynamics soft-vu® catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a softwalled delivery catheter is attempted." Also states: "if significant friction is encountered during coil advancement, vigorously inject heparinized saline through sideport of rhv. If flushing does not rapidly resolve friction, immediately remove coil from delivery catheter to prevent damage to the coil." (B)(4).

Event description:
It was reported that coil protrusion from the tip of the catheter during removal. The target lesion was located in the internal iliac artery. A 20mmx40cm interlock¿-35 was selected for use together with a non bsc 5f catheter. The coil and pusher wire arms were interlocked in the introducer sheath before it was used, the rotating hemostatic valve was also correctly used. The delivery wire was not rotated more than one turn during delivery of the coil, and continuous flush was performed. During the procedure, the coil was deployed nearly 2cm; however the physician felt the position of the deployment was inappropriate and tried to adjust the position. However, when the coil was withdrawn, resistance was observed. Continuous flush was done and the coil was able to be withdrawn into the sheath. The coil was removed with the catheter together. Upon removal, about 2cm of coil protrusion from the tip of the catheter was noted. The procedure was completed with another of the same device. No patient complications and patient's status was stable.